Manufacturer narrative:
A representative went to the site to preform system check out. It was noted that the camera could not recognize tools. The scu and scu to psu cable did not work. After replacement of the cables, the machine works as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system's camera could not recognize tools. There was no patient present.